Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the stent was successfully implanted without issue. Post procedure, on (B)(6), 2014, the patient developed cholecystitis. The physician removed the stent from the patient and a plastic stent was implanted. According to the physician, the stent might have obstructed the cystic duct causing the cholecystitis. The patient condition at the conclusion of the procedure was reported to be fine and stable.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.